Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2024 due to the patient doesn't utilize the device and decided no longer want a magnet in his head.